Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unexplained no delivery alarms reprime to clear and reservoir had taking much longer when priming. Customer stated that the screen hairline and rainbow effect and shut down right after change with fresh. Customer stated that gear was taking much longer when priming. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.